Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal portion of the lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation was breached and had environmental stress cracking, the outer tubing overlay had a cosmetic environmental stress crack, the outer insulation was torn, the outer tubing overlay was breached cut, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that upon review of the device interrogation the right ventricular (rv) lead was oversensing, three non-sustained tachycardia (nst) episodes and noisy electrograms (egm). Discussion occurred with the caller regarding a potential lead integrity alert (lia) and lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
.